Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Corrected information: b1, h1: evaluation of the returned device showed that the device was not cracked or split, as initially reported, but was wrinkled. There is no evidence to suggest that this device failure would be likely to cause or contribute to a death or a serious injury if the failure were to recur. Furthermore, there is no evidence that the device caused or contributed to a serious injury, as no life-threatening or permanently impairing injury took place, nor was intervention taken as a result of the device failure which would be required to prevent permanent impairment or damage to the patient. As such, the event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury, or reportable product malfunction. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510(k) #: k171999. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the tip of a performer introducer was discovered to be cracked prior to use in the stenting of the common iliac. The device was removed from the package, and the dilator was removed from the blue sheath and flushed prior to use. It was then noted that the end of the distal tip was cracked. The device did not make patient contact. A new sheath was used to complete the procedure. No damage to the package was noted. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.